Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the physician attempted inserting the scope but it was challenging to insert smoothly. The physician applied additional force and inserted the scope. At this time a perforation was caused. When device was removed from the patient cavity, it was bent. Patient was prescribed an antibiotic and discharged as planned. Patient is "doing great."